Event description:
It was reported that there was a motor stall confirmed in the event logs with no motor stall recovery recorded. Logs showed motor stall on (B)(6)2010 and recovery on (B)(6)2010 and stalled again on (B)(6)2010 and had not recovered since. The pump was explanted (B)(6)2010, due to the motor stall. The pump previously had compounded morphine at a concentration of 25 mg/ml in the reservoir. The patient became septic on (B)(6)2010, and went into renal failure as of (B)(6)2010. On (B)(6)2010, the patient was reported to be an inpatient at a hospital. The patient's status was undetermined at the time of the report.

Manufacturer narrative:
(B)(4)